Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in common iliac artery. This 7.0 x 100, 135cm mustang balloon was inflated and ruptured at 8atms. The mustang balloon was removed from the patient and the procedure was continued with another mustang balloon. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.